Event description:
It was reported that the patient had an allergic reaction while wearing the pod between 5 and 24 hours on the arm. The pod did not adhere to the skin and a new pod was applied.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. The device was returned and evaluated. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failures could not be determined.